Manufacturer narrative:
Correction: initial reporter facility name omit: e2403 - no clinical signs, symptoms or conditions, b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex e,a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the reported issue of over infusion of heparin could not be confirmed from a review of the device logs or could be replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. Rate accuracy testing was performed on the suspect pump module. No instances of unregulated flow were observed during testing, and the device infused within specification at the incident infusion rate. The pump module was confirmed to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The sear was also found to properly close the administration set safety clamp when the door was opened. Log analysis confirmed error code 240.4150.0 at the time of the event, therefore alaris system maintenance (asm) analog sensor task was used to evaluate the pressure sensor voltage under zero load conditions. During this assessment, both the upper and lower pressure sensors were tested. The results showed that all pressure sensor readings were within specified limits. The incident administration set was returned for this investigation, testing confirmed the set had no leaks or other anomalies observed. The pump module event and error logs were retrieved from the suspect device using alaris system maintenance (asm) software to assess the reported heparin infusion event on 10feb2026 at approximately 7:00 am. The facility reported that the intended infusion rate was 12.9 ml/hr and that the rate had been changed earlier at approximately 3:00 am. Log review showed that on 10feb2026 at 1:40 am, the clinician restored a weight based infusion of heparin (drugid 231) using a patient weight of 79 kg. The device automatically programmed a rate of 9.875 ml/hr with a remaining vtbi of 153.934 ml, a concentration of 100 units/ml, and a total drug amount of 25,000 units. At 3:02 am, the clinician reprogrammed the dose to 16.5 units/kg/hr, and the device recalculated the rate to 13.035 ml/hr with a remaining vtbi of 140.703 ml. The infusion was paused at 4:48 am and restarted approximately 52 seconds later. At 6:43 am, a fluid side occlusion alarm paused the infusion. At 6:48 am, the pump alarmed when the door was manually opened and closed, after which the vtbi was changed to 240 ml and the infusion resumed. At 6:51 am, the pump module alarmed for a channel malfunction, with error code 240.4150.0 recorded, defined as a pressure sensor malfunction. The clinician was unable to restart the infusion due to the error state. At 6:59 am, the suspect channel was selected without reprogramming any infusions, and the pump module channel was turned off at 10:08 am. The infusion remained active for approximately 5 hours, 5 minutes, terminating at 6:48 am. No evidence was identified indicating that the device administered an infusion lasting 60 minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally, it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. Per product labeling, alaris system user manual (v12.3), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to close the roller clamp before opening the door. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause the root cause of the report of an over infusion of heparin could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification.

Event description:
It was reported that a bag of medication infused more than what was programmed/expected and emptied. The customer provided the following additional information on (B)(6) 2026. The event occurred on (B)(6) 2026 at approximately 0700. The routine heparin was intended for 12.9ml/hr (changed to this rate at 0300 on (B)(6) 2026) with a 200ml bag on(B)(6) 2026 at 1927. It was noted that approximately 93ml had infused in 60 minutes. Patient required an antidote of protamine 50mg however there was no additional clinical harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a bag of medication infused more than what was programmed/expected and emptied. The customer provided the following additional information on 4 march 2026. The event occurred on 10 february 2026 at approximately 0700. The routine heparin was intended for 12.9ml/hr (changed to this rate at 0300 on (B)(6) 2026) with a 200ml bag on (B)(6) 2026 at 1927. It was noted that approximately 93ml had infused in 60 minutes. Patient required an antidote of protamine 50mg however there was no additional clinical harm.